Event description:
Reporter indicated that high lead impedance readings were obtained for a vns pt. The pt was also not feeling any vns stimulation. Manufacturer review of x-rays noted a suspected lead fracture near the generator in one view. The reporter was advised to disable the vns. The reporter indicated more x-rays were pending to help confirm the lead fracture.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Review of x-rays by manufacturer revealed a suspected lead discontinuity in one view. Device failure occurred, but did not cause or contribute to a death or serious injury.